Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed the device was returned in the unlatched position with an exposed blade. Additionally, engineering observed eschar and blood build up inside the blade channel and jaw hinge of the device. Engineering analyzed the device activation logs that were extracted from a microchip in the device key, the part of the device that attaches to the generator. The activation log showed a total of 9 activations; the device was not in use for an hour between activation 7 and 8. For this duration, it is possible for eschar and blood to solidify and dry up in the blade channel and increase the difficulty to retract the blade. During functional testing, engineering was unable to activate the blade, thus confirming the complainant's experience. After disassembly of the device, engineering noted an internal component was broken, which likely occurred when manually pushing the handle and blade lever forward after they had stuck. The root cause of the "stuck blade lever" is blood and eschar buildup. The instructions for use (IFU) warns that "build-up of eschar can negatively affect the sealing and cutting performance for optimal performance, keep the blade channel and jaw surfaces clean. With the jaws closed pull and release the blade lever to clear the blade channel from eschar build up. Use a gauze pad soaked with sterile water or saline to remove eschar." The root cause of the exposed blade is an internal component that was broken during the procedure. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.

Event description:
Additional information received via email from (B)(4) may 16, 2017 - during the mastectomy, dr. (B)(4) removed both breasts. The eb040 worked fine during the removal of the left breast with [4] seals and cuts. The device was then set aside while the incision was closed up. The right breast was then prepped and opened up. I believe the device was not wiped or cleaned when it was set aside. However, I took at both the upper and lower jaw of the device and it looked to be pretty clean due to only being used for [4] cycles. The device was then used to remove the right breast and performed [4] seals. The 4th seal was where the blade became stuck. I did notice that dr. Wall had taken a big bite within the jaws and had sealed twice while the device was latched (it seems some surgeons seal twice in the same area per their preference but are instructed otherwise due to the chance of compromising the seal). While the blade was stuck, dr. Wall attempted to push the blade lever back to its original position and tried unlatching the handle as well to push it back. He was started to use the monopolar to cut around the jaws, but we instructed him to try to retract the eb040 blade again. He pushed the blade lever and handle and it popped open. The handles and blade lever returned to their original position. However, the blade was still in the forward position while the jaws were open, indicating that the blade pusher probably popped off the blade lever while the jaws opened.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "bilateral total mastectomy" "dr wall had activated the device 4 times on the right breast to take down lateral attachments. About an hour of time elapsed before he went to take down the lateral attachments of the left breast. He activated three times with no issue. He went to double seal the third activation the seal cycle completed, he pressed the blade lever and it stuck. He was able to lock and unlock the handle but not to move the lever forward to retract the blade. He finally forced the handle and lever forward leaving the blade fully exposed." Patient status- no patient injury or illness occur associated with the complaint event.